Event description:
This case was initially received via regulatory authority FDA (reference number: (B)(4) on 29-aug-2015. The most recent information was received on 20-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), adenomyosis ("adenomyosis") and nephrolithiasis ("kidney stones") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced malaise ("started feeling sick"), nausea ("nauseous"), arthralgia ("joints hurt"), headache ("constant headaches") and mood altered ("bad mood"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant) with pelvic pain, menorrhagia and abdominal pain lower, nephrolithiasis (seriousness criterion medically significant), polycystic ovaries ("pcos") with weight increased and insulin resistance and cortisol increased ("cortisol levels are high"). The patient was treated with surgery (patient underwent surgery for essure removal). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, adenomyosis, nephrolithiasis, malaise, nausea, arthralgia, headache, mood altered, polycystic ovaries and cortisol increased outcome was unknown. The reporter considered adenomyosis, arthralgia, cortisol increased, headache, malaise, mood altered, nausea, nephrolithiasis, pelvic pain and polycystic ovaries to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2017: reporters and new event "pelvic pain female" added. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received from a consumer via regulatory authority (FDA, reference number: FDA-(B)(4)) on 29-aug-2015. The most recent information was received on 19-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), adenomyosis ("adenomyosis") and nephrolithiasis ("kidney stones") in a 28-year-old female patient who had essure (batch no. 789033) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypercortisolism, rhinoplasty, loop electrosurgical excision procedure, glucose tolerance impaired, dysfunctional uterine bleeding and menses irregular with excessive bleeding. Previously administered products included for an unreported indication: loestrin from (B)(6) 2013 to (B)(6) 2014 and oral contraceptives from 2006 to (B)(6) 2009. Concurrent conditions included overweight, adenomyosis, depression and anxiety. Family history included thyroid disorder. Concomitant products included amitriptyline, loteprednol etabonate (lotemax), metformin, phentermine and tamsulosin. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced malaise ("started feeling sick"), arthralgia ("joints hurt"), headache ("constant headaches"), mood altered ("bad mood"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and hormone level abnormal ("hormonal changes"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2012, the patient experienced nausea ("nauseous") and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2012, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced tachycardia ("blood or heart disorder/condition :tachycardia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant) with menorrhagia, abdominal pain lower and pelvic pain, nephrolithiasis (seriousness criterion medically significant), polycystic ovaries ("pcos") with weight increased and insulin resistance, cortisol increased ("cortisol levels are high"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), weight increased ("weight gain") and menorrhagia ("menstrual bleeding"). The patient was treated with surgery (patien underwent surgery for essure removal) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, nausea and menorrhagia had resolved and the adenomyosis, nephrolithiasis, malaise, arthralgia, headache, mood altered, polycystic ovaries, cortisol increased, vaginal haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, migraine, tachycardia, dysmenorrhoea, dyspareunia, fatigue, alopecia and hormone level abnormal outcome was unknown. The reporter considered adenomyosis, alopecia, arthralgia, bladder disorder, cortisol increased, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, malaise, menorrhagia, migraine, mood altered, nausea, nephrolithiasis, pelvic pain, polycystic ovaries, tachycardia, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), adenomyosis ("adenomyosis") and nephrolithiasis ("kidney stones") in a female patient who had essure (batch no. 789033) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypercortisolism, rhinoplasty and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: oral contraceptives from 2006 to january 2009. Concurrent conditions included overweight. Concomitant products included amitriptyline, loteprednol etabonate (lotemax), metformin, phentermine and tamsulosin. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced malaise ("started feeling sick"), nausea ("nauseous"), arthralgia ("joints hurt"), headache ("constant headaches") and mood altered ("bad mood"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant) with pelvic pain, menorrhagia and abdominal pain lower, nephrolithiasis (seriousness criterion medically significant), polycystic ovaries ("pcos") with weight increased and insulin resistance, cortisol increased ("cortisol levels are high"), vaginal haemorrhage ("abnormal vaginal bleeding"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), tachycardia ("blood or heart disorder/condition :tachycardia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), menstrual disorder ("menstrual bleeding") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (patien underwent surgery for essure removal) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, nausea and menstrual disorder had resolved and the adenomyosis, nephrolithiasis, malaise, arthralgia, headache, mood altered, polycystic ovaries, cortisol increased, vaginal haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, migraine, tachycardia, dysmenorrhoea, dyspareunia, fatigue, weight increased and hormone level abnormal outcome was unknown. The reporter considered adenomyosis, alopecia, arthralgia, bladder disorder, cortisol increased, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, malaise, menstrual disorder, migraine, mood altered, nausea, nephrolithiasis, pelvic pain, polycystic ovaries, tachycardia, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the pfs received:the event hormonal changes, abnormal vaginal bleeding, allergic or hypersensitivity reaction, bladder problems, urinary problems, migraines, tachycardia, dysmenorrhea, dyspareunia, fatigue, weight gain, hair loss, menstrual bleeding,events outcome added,reporter added,concurrent condition,medical history added,lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0918) on (B)(6) 2015. The most recent information was received on 26-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), adenomyosis ("adenomyosis") and nephrolithiasis ("kidney stones") in a 28-year-old female patient who had essure (batch no. 789033) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypercortisolism, rhinoplasty, loop electrosurgical excision procedure, glucose tolerance impaired, dysfunctional uterine bleeding and menses irregular with excessive bleeding. Previously administered products included for an unreported indication: loestrin from november 2013 to march 2014 and oral contraceptives from 2006 to january 2009. Concurrent conditions included overweight, adenomyosis, depression and anxiety. Family history included thyroid disorder. Concomitant products included amitriptyline, loteprednol etabonate (lotemax), metformin, phentermine and tamsulosin. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced malaise ("started feeling sick"), arthralgia ("joints hurt"), headache ("constant headaches"), mood altered ("bad mood"), hypersensitivity ("allergic or hypersensitivity reaction"), migraine ("migraines"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes/harmonal level fluctuation") and rash ("rashes"). In (B)(6) 2011, the patient experienced back pain ("back pain") and pain in extremity ("leg pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2012, 11 months 31 days after insertion of essure, the patient experienced nausea ("nauseous") and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2012, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced tachycardia ("blood or heart disorder/condition :tachycardia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), abdominal pain lower ("cramps"), polycystic ovaries ("pcos") with weight increased and insulin resistance, cortisol increased ("cortisol levels are high"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and menorrhagia ("menstrual cyde became unbearable, bleed for up to twenty days menstrual bleeding / abnormal bleeding (menorrhagia)"). The patient was treated with surgery (patien underwent surgery for essure removal/partial hysterectomy). Essure was removed on 23-jul-2015. At the time of the report, the pelvic pain, nausea and menorrhagia had resolved and the adenomyosis, nephrolithiasis, malaise, arthralgia, headache, abdominal pain lower, mood altered, polycystic ovaries, cortisol increased, vaginal haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, migraine, tachycardia, dysmenorrhoea, dyspareunia, fatigue, alopecia, hormone level abnormal, rash, back pain and pain in extremity outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, bladder disorder, cortisol increased, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, malaise, menorrhagia, migraine, mood altered, nausea, nephrolithiasis, pain in extremity, pelvic pain, polycystic ovaries, rash, tachycardia, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on 9-jun-2015: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-sep-2018: events- "rashes, back pain, leg pain" added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.